Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset/gelled belt) was confirmed in the download data. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor reset after delivering a pulse to the patient in the field. The root cause for the reset was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that nurse was alleging that a patient was treated by the lifevest while in the hospital. It was reported that the patient was unconscious and intubated at the time of the alleged treatment, and was unable to press the response buttons. Review of the patient's download data revealed that the monitor reset after delivering a pulse to the patient in the field. The root cause for the reset has not yet been positively identified. There was no allegation of any serious injury resulting from the alleged treatment event. Reporting this event out of an abundance of caution as the allegation of a treatment was made by a medical professional.